Event description:
The pt experienced penile pain due to prostate cancer. The catheter was originally placed retrograde into s1. The pump contained dilaudid 16 mg/ml. The pt experienced increased pain. MRI (magnetic resonance imaging) was completed on (B)(6) 2011 to troubleshoot the pump system. A motor stall and recovery was recorded in the pump logs due to the MRI. It was determined the catheter migrated. A spinal segment catheter revision surgery was completed. Pt outcome was unk per the reporter.

Manufacturer narrative:
(B)(4).